Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing was noted on the device. Technical support was contacted and confirmed undersensing. The cause of undersensing is suspected to be transient loss of contact, and the device will continue to be monitored.the patient was stable with no consequences.